Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood between the sheath and on the exterior. The sheath was attached to the catheter at approximately 36.1 cm from the tip. A three-way stopcock and extender tubing were returned. A catheter tubing kink was observed at approximately 74.4 cm from the tip. An inner lumen/ catheter tubing kink was observed at approximately 3.6 cm from the tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. A sensory output test was performed on the iab and no pressure readings were appearing. The evaluation confirmed the reported problem. This issue is being escalated to the supplier to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Correction to emdr mfg follow-up #2 field h10: the product was returned with the membrane completely unfolded with blood between the sheath and on the exterior. The sheath was attached to the catheter at approximately 36.1 cm from the tip. A three-way stopcock and extender tubing were returned. A catheter tubing kink was observed at approximately 74.4 cm from the tip. An inner lumen/ catheter tubing kink was observed at approximately 53.6 cm from the tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. A sensory output test was performed on the iab and no pressure readings were appearing. The evaluation confirmed the reported problem. This issue is being escalated to fiso supplier (B)(4) to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon was connected, the console generated a fiber optic sensor failure message and there were no readings displayed on the console. The arterial pressure signal was then obtained from an external monitor. There was no patient harm or adverse event reported.